Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -10.00/1.0/089 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Excessive vault and elevated iop (27 mmhg) without pupil block and angle closure were observed on (B)(6) 2019. The lens was removed on (B)(6) 2019. Reportedly, "there are no plans to implant other lens due to constant elevated iop. Per reporter on (B)(6) 2020, "patient in good condition, iop was treated with medication and the surgeon keep monitoring the patient's iop, and after removing the lens, all the problems were resolved and the doctor described glasses."